Event description:
The customer stated that they received readings between 300mg/dl and 500 mg/dl. They went to the hosp where their blood glucose was reported at 160mg/dl. An attempt to review the system over the phone was made but the customer refused. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.